Event description:
The customer alleges two sets of back to back results of 495 vs. 120 mg/dl and 308 mg/dl vs. 98 mg/dl. The customer took no action upon these suspect results as he felt the results were incorrectly high. No report of an adverse event. Controls were not run. Return requested and replacement was sent.